Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mitral regurgitation, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported mr appears to be a result of the slda and the dyspnea, a secondary effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the single leaflet device attachment. It was reported that one mitraclip was implanted on (B)(6) 2017 reducing mitral regurgitation (mr) from grade 4 to 1. The patient had shortness of breath on (B)(6) 2017. Transthoracic echocardiogram found that the mitraclip was only attached to the anterior mitral valve leaflet and mr increased to grade 4. A second mitraclip procedure was performed on (B)(6) 2017 reducing mr from grade 4 to 1-2. No additional information was provided.